Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log/image analysis. Analysis found that the 3dls image was not stitched correctly. Analysis found that the issue was related to the software. H6: fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure concluded with no further complications and no patient harm.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 3d image was not created accurately on the mobile view station (mvs) suggesting there was some movement during the spin. One of the vertebral bodies seemed to be split in half. Breath hold was maintained so no movement. No spinal monitoring or movement was done during the spin. M1 and m2 were set and no movement of the imaging system was done after that. The imaging system did not touch the arm board or the patient. An extra dose of radiation was administered as the user needed to do an extra spin which they would not have ordinarily done. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: m018081c001, serial/lot #(B)(6). H3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.